Event description:
Iabp sheath was inserted. Attempt made to insert iabp catheter. Hub of sheath broke off. Profuse bleeding noted through the sheath. Guidewire was inserted and the sheath was removed and replaced. Bleeding was controlled with change of sheath.